Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient's mother reported that the buttons have been sticking and it takes several attempts to program correctly. Reports no damage to keypad.